Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to non-capture at maximum outputs. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.